Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine clinic follow up, device was noted to have reached end of service prematurely. The device was later explanted and replaced uneventfully and patient condition was stable.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. (B)(4).